Event description:
It was reported that the compressor gave no response when it was turned on and the indicator light was off. The patient involvement is unknown. (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor gave no response when it was turned on and the indicator light was off. The field service engineer found that the power switch fuse of the air compressor was blown. After the fuse was replaced, the fault was eliminated and the compressor worked as expected. No picture of the blown fuse or its holder was received. The cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the main inlet.